Event description:
The pt was implanted with a left ventricular assist device (lvad). An intermacs report was rec'd by the MFR which indicated "pt presented with dark urine the started on (B)(6) 2013. Vad function normal as far as pt can tell. Pt was admitted for eval for potential vad thrombus. While in the hospital, pt was treated for suspected thrombus however no evidence of thrombus however no evidence of thrombus was noted by time of discharge."

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The attached user facility report #(B)(4) was rec'd from the intermacs registry.